Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains specific sections on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patients left eye, as the patient wasn't happy with her vision because of unexpected post-op refraction. There was no patient injury. No incision enlargement or vitrectomy was performed. No further information was provided.